Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 120 -140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/13/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). The customer is calling because she got a result of hi. Informed the customer that the result of hi means that the result is reading over 600 mg/dl. The customer stated that she is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention.